Manufacturer narrative:
H6 - results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip device was received for product evaluation. The device sleeve was returned separated from the sheath with a small portion of suture. The hemostasis sheath and carrier tube were cut below the hub portion and the piece of carrier tube was returned. The remaining portion of the sheath and tamper tube were returned as well. No other components associated with device were returned. Visual inspection revealed that the hemostasis sheath was cut below the hub of the sheath and was separated from deployment sleeve which was in the rear lock position with the color bands fully exposed. The carrier tube assembly was severed, and portions were returned. The piece of the sheath and carrier tube were examined, and it was appeared to be cut by a sharp object. There were no anchor and collagen returned. Both ends of the small portion suture were examined under the microscope and it was found a uniform cut. Both clear and black shrink marker was found to be properly adhered to the suture. No other visual anomalies were noted. The hub of the carrier tube assembly was dissembled, the tensioner was removed manually. Several turns of the suture were present within the suture wind disk. The suture was found to be tethered to the spool. Functional testing was performed, and a pair of tweezers was used to pull on the suture and the suture was able to unspool without any resistance. No functional anomalies were noted. No gross anomalies were noted with the tensioner plug. Dimensional testing was performed, and the outer diameter of the tamper tube was measured to be 0.060'' which was within the specification of 0.060 +/-0.002. The ID of the sheath was measured to be 0.094'' which was within the specification of 0.093" +0.005/-0.005. The ID of the carrier tube was measured to be 0.067'' which was within the specification of 0.068" +0.005/-0.005. All measurements were within the manufacturer specifications. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician inserted the angio-seal-device into the artery. When the physician started withdrawing the insertion sheath, the suture became locked and the physician could not pull any more. The physician cut the insertion sheath, removed the insertion sheath, and got the suture and tamper tube out. The physician carried on the procedure and finished hemostasis. The physician observed oozing from the puncture site, so the physician additionally applied manual compression to achieve hemostasis. There was no health damage to the patient. The patient was under follow-up. The estimated blood loss was less than 250 cc. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the let common femoral artery. The vessel diameter was 5 mm. The patient's blood veins had low-level meandering. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.